Manufacturer narrative:
System controller MFR # 2916596-2023-06489. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with a red heart led illuminated on their system controller with no associated alarms. The patient presented to clinic, and it was confirmed that there were no associated alarms on the controller or in the history. The left ventricular assist device (lvad) had a hum sound present and appeared to the otherwise working.

Event description:
Additional information was received that the led issue resolved with the controller exchange. There was no indication that the pump had stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: no pump related issues were identified through the evaluation of the submitted log files. The reported event is addressed under the system controller investigation. Evaluation of the submitted log files confirmed that no notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Additionally, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.